Manufacturer narrative:
Customer installed the wrong footboard to bed. The bed with the correct footboard installed, met and functioned to specification.

Event description:
It was reported by service report that scale and bed exit were not working. No patient involvement or adverse consequences were reported.